Event description:
Customer reports to have received the scroll wrap recall notice. Customer requested to be put on the list to have insulin pump replaced. Customer was advised that replacement process could take up to two months. Customer also reports to have low blood glucose while on vacation. Customer does not remember dates therefore declined troubleshooting. Customer's blood glucose was 26 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.